Event description:
According to the available information, the reservoir was removed and replaced due to a puncture. No other adverse events were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
The reservoir was received for evaluation. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Based on examination, it was concluded that the observed separations in the reservoir bladder would have allowed a leakage however, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the reservoir was removed and replaced due to a puncture. No other adverse events were reported.